Event description:
Healthcare professional reported ¿deflation ¿and ¿exchange from textured to smooth implants due to the patient's concerns with the product¿. This record is for the left-side. Device remains implanted and will be returned.

Manufacturer narrative:
Continued e1: alternate email addresses: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ anxiety-product/procedure: unable to observe through visual inspection as it is a physiological phenomenon. ¿ deflation: observed broken device through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases and broken on plug strap) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: d9, e1, h3, h6

Event description:
Healthcare professional reported ¿deflation¿ and ¿exchange from textured to smooth implant due to the patient's concerns with the product¿. This record is for the left-side. Device was explanted and replaced.

Event description:
Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.